Event description:
A customer reported the x8-2t probe failed the electrical leakage test. The probe was associated with the epiq cvx ultrasound system at the customer's site. The issue was found outside of patient use, and there was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The x8-2t transducer was replaced to address the customer's immediate concerns. A thorough investigation was performed to determine the cause of the reported problem. The analysis could not confirm the reported problem as it passed all electrical testing. The investigation confirmed there is no damage to the dielectric barrier. There is no design defect, and further action is not being taken at this time.